Manufacturer narrative:
A partial lead with the connector pin measuring 11.5cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that noise on the bipolar channel was observed via remote transmission. The lead was capped and replaced. Patient condition was good after implant.